Event description:
It was reported that the patient developed an infection of his spectra penile prosthesis (spp). A surgery was performed in which the prosthesis was performed and one spp cylinder was implanted. The patient had a good outcome with one cylinder remaining after insertion.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient developed an infection of his spectra penile prosthesis (spp). A surgery was performed in which one spp cylinder was implanted. The patient had a good outcome with one cylinder remaining after insertion.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the device performed within specifications and the reported event could not be confirmed. The reported patient symptom is a known risk associated with spectra penile prosthesis and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the spectra penile prosthesis (spp) cylinders were visually inspected and examined using a microscope. Cylinder has sharp instrument/tool damage to the outer tube in the distal cylinder body, which resulted in a hole and exposed metal segments. This damage is consistent with explant damage; therefore, it will be considered a secondary failure. Cylinder passed the bend test. Product analysis was unable to confirm the reported event. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of infection were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.